Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Establishments address - unknown. Occupation - qa compliance specialist. Based from the results of our investigation the root cause of the complaint could not be identified. Actual sample was not returned for evaluation hence we could not provide the detailed information of its actual condition. Retention samples were confirmed free from defects that will affect activation of safety sheath. Related functional testing such as sheath activation and deactivation were all passed. In addition, simulation of safety sheath manual activation was successfully done and no difficulty or irregularity on activation was encountered. We have series of visual in-process inspection to detect abnormality on the sheath that may lead to problem during sheath activation. Molding condition of the components critical to the safety activation of the product is routinely checked to assure that no defects will be encountered that will lead to sheath activation problem. Similarly, the assembly status of the safety needle such as sheath collar fitting and damaged parts that will affect product function is being confirmed. Prior shipment, qc conducts outgoing visual, sensory, and functional inspection to assure lots are in good quality. All samples passed. We have proper instruction for usage of sg3 syringe with safety needle that is addressed in the IFU as provided in the leaflet in which warnings, cautions and precautions are indicated. (B)(4).

Event description:
The user facility reported that the male nurse that the protection mechanism of the cannula was used after the injection was administered but did not appear to have locked. Syringe is not available. Administration was prior to expiry date. The patient was not harmed. Additional information was received on 29july2020: the protection mechanism of the cannula did not appear to have locked.